Manufacturer narrative:
Concomitant medical product: needle introcan safety 20g 1.1x32mm;10ml excelsior medical syringe lot 3134025 exp 2020-08-01 0.9% sodium chloride injection zr flush; therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported the tubing cracked and broke off when tapped or nudged. The tubing was primed with ns and connected to the y site of the primary tubing at the port closest to the patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked and broke off was confirmed. Visual inspection of the set found a break occurring between the vented spike and the upper fitment. Further visual inspection under magnification of the broken vented spike and upper fitment observed stress markings on both surfaces which matched up between both surfaces when placed together. The break was observed to be jagged and not a clean break. The cause of the customer's report is a break between the spike adaptor and upper fitment. The root cause of the break was excessive force as indicated by the stress marks and jagged break at the break site.

Event description:
The customer reported the tubing cracked and broke off when tapped or nudged. The tubing was primed with ns and connected to they site of the primary tubing at the port closest to the patient. There was no harm.